Event description:
The complainant alleged that during biomed testing, the device would shut down when tapping on the housing near the paddle wells. The complainant indicated that there was no pt involvement in the reported malfunction.